Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced discomfort and shortness of breath. The right atrial (ra) lead exhibited atrial undersensing, diminished p waves and intermittent far field r-wave (ffrw) oversensing. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead will be replaced in the future.